Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k122734. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 5,724 units of this code-batch. There are no units in our stock. We have received 4 closed samples for analysis. Tightness test to the samples received has been performed and the units are tight. Sewing test on artificial skin tissue has been conducted with the samples received and thread damaged/core popping does not appear when pulling the thread through the tissue. Visual appearance is the usual one before and after sewing test as can be seen on enclosed picture. We have tested the knot security control of the closed samples received and the results are into the current range for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. When working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client reported that during two product demonstrations (our delegate was present) they detected that when sliding the knotweed over the thread it was fraying. It happened in a colon surgery and in a gall bladder, there was no surgery stoppage because the integrity of the thread was maintained (they were able to tie the knot) and therefore they did not give it more importance although they do report what happened. They have used more units of this code but from a new batch and the incident did not happen again. No further information has been received.